Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was inspected, and no failures were observed. A field service engineer found when the door was manually failed using the latch operation, intermittent failures were observed during door recovery. Replacement latch microswitches were installed, but the door continued to fail intermittently during recovery or refrigerator movement. Further inspection revealed minor cable damage in the latch harness due to its routing near the door latch blade. A replacement latch harness was installed. Despite this, the srm continued to intermittently indicate a door failure without a door open command. To address this, a replacement external pyxibus cable and srm controller were installed. The repair was tested by running operations in the application and hardware test application (hta) diagnostics, with no issues noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es lock on the fridge was intermittently failing to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.